Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a normal device replacement procedure, the is1 connector of the defibrillation lead was damaged and shown via returned images. The electrical values were acceptable prior opening the pocket, however after opening the pocket low pacing impedance, no egm signal and no capture were noted. The physician believed the lead was liked damaged due to an error while opening the pocket and lead fatigue. The lead was capped and replaced. The patient was in stable condition following the procedure.